Event description:
It was reported that a spectrum pump had an improper shut down. The reported problem was found during programming/set up at the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing an improper shut down occurred. A review of the event history log revealed multiple events of improper shutdown. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins, which were the result of dried fluid on the pins. The battery pins will require to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.